Manufacturer narrative:
Due to the poor thresholds, the left coronary sinus lead was not used. The device was programmed to pace in the atrium and the left ventricle pacing was not programmed on. The physician elected not to reposition the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an attempted implantation procedure in a patient with tortuous veins, the physician was unable to obtain good pacing thresholds on this left ventricular (lv) lead. This was a long, difficult case and many veins were attempted. The wound was closed before the thresholds were measured. When an r wave and thresholds were unable to be obtained, the wound was reopened and connections were rechecked. It was also noted that there were lvn markers on the electrogram, indicating noise. At a clinic appointment, it was noted the lead had a pacing impedance measurement greater than 2,500 ohms. No adverse patient effects were reported.